Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula is broken. Broken part found. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that they experienced bent sensor cannula and lost sensor alarm. The customer's blood glucose value was 58 mg/dl. The customer stated that she removed the sensor and received weak signal and lost sensor alarm. The customer stated that the bent sensor cannula occurred on the second day. The customer declined to troubleshoot for low readings. The product was returned for analysis.